Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit blue system, the physician initially attempted to place the sling on the patient's left side but encountered resistance while advancing the trocar into the retropubic space. After several attempts, the device was successfully passed, and intraoperative cystoscopy confirmed no bladder injury. The physician then attempted placement on the right side and experienced similar difficulty advancing the device as intended. After multiple unsuccessful attempts, the physician elected to open and use a non-boston scientific device to complete the right-sided placement. The advantage fit device was subsequently removed from the left side and replaced with the non-boston scientific device. A repeat cystoscopy confirmed no bladder injury. No patient complications reported.

Manufacturer narrative:
Correction to block h6: device codes. Block h6: imdrf device code a150205 captures the reportable event of difficulty advancing the device through the patient's anatomy. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specification. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of difficulty advancing the device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Record and manufacturing reviews identified no additional information or evidence of a device malfunction or process-related defect. As the adverse event occurred during the procedure and was not influenced by the device, the most probable cause was determined to be procedure-related.

Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit blue system, the physician initially attempted to place the sling on the patient's left side but encountered resistance while advancing the trocar into the retropubic space. After several attempts, the device was successfully passed, and intraoperative cystoscopy confirmed no bladder injury. The physician then attempted placement on the right side and experienced similar difficulty advancing the device as intended. After multiple unsuccessful attempts, the physician elected to open and use a non-boston scientific device to complete the right-sided placement. The advantage fit device was subsequently removed from the left side and replaced with the non-boston scientific device. A repeat cystoscopy confirmed no bladder injury. No patient complications reported.

Manufacturer narrative:
Block h6: device code a150201 captures the reportable event of mesh difficult to deploy.

Manufacturer narrative:
Block h11: correction to block e1: initial reporter email. Block h6: device code a150201 captures the reportable event of mesh difficult to deploy.

Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit blue system, the physician initially attempted to place the sling on the patient's left side but encountered resistance while advancing the trocar into the retropubic space. After several attempts, the device was successfully passed, and intraoperative cystoscopy confirmed no bladder injury. The physician then attempted placement on the right side and experienced similar difficulty advancing the device as intended. After multiple unsuccessful attempts, the physician elected to open and use a non-boston scientific device to complete the right-sided placement. The advantage fit device was subsequently removed from the left side and replaced with the non-boston scientific device. A repeat cystoscopy confirmed no bladder injury. No patient complications reported.